Event description:
The customer's father reported via phone call that the insulin pump alarmed button error. The caller stated that he and the customer had just returned from swimming at the beach when the device alarmed. He stated that he thought his son may have sat on the insulin pump while seated. The customer's blood glucose was 47 mg/dl. The caller advised that the customer had treated, although he did not provide any further details. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had no down arrow button response due to corroded keypad traces. The functional testing could not be completed due to the unresponsive keypad. The insulin pump had minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, scratched reservoir tube window, cracked reservoir tube, cracked battery tube threads and a cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.